Manufacturer narrative:
Periodic review of times removed from reusable instrument trays during re-processing was completed. Review showed that two tibial impactor tips had broken at the point where the tips connect to the impactor handle. There is no indication that surgery was adversely impacted. Review of inspection records for the affected lot of material indicates that the device was manufactured to specification.

Event description:
Periodic review of items removed form reusable instrument trays during re-processing was completed. Review showed that two tibial impactor tips had broken a the point where the tips connect to the impactor handle.